Event description:
According to the reporter, during servicing, when the handle was removed from the charger, the screen showed a handle with a red circle with a line through it and a yellow triangle with an exclamation point in the middle above the handle and a red circle. It was tried to reboot and put back in the charger, but it did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted evidence of multiple field programmable gate array (fpga) reset. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely root cause was traced to device design. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The event has foreseen risk and is included in a data monitoring plan. The evaluation detected an unreported condition: evaluation of the battery data showed that it had been exposed to a maximum temperature of 65c and was permanently disabled. Analysis of the system logs showed that while the temperature increased, the handle was in standby mode and not on a charger. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.